Event description:
During an embolization of an intracranial aneurysm with a tracker excel-14 microcatheter and synchro .014" guidewire, the matrix ultrasoft-sr coil stopped after introduction. The place for coiling was very difficult to reach and the physician did not want to change the microcatheter. The treatment was finished successfully.